Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when trying to issue medication. A technical support specialist (tss) assisted the customer to log out and back in, after that the customer was able to issue meds. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.